Event description:
Per the clinic, the patient attended for routine device fitting using custom sound pro programming software. During the fitting session, it was noted that the processor led flashed orange as soon as the processor was disconnected from the programming cable. Measurement of device compliance, verification of battery voltage, and impedance testing returned values were within normal parameters. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.